Event description:
This ballon catheter was used for a successful dilation of the iliac artery prior to stent placement. The balloon was removed and another MFR's stent was pre-mounted on this balloon catheter. During deployment of the stent, the balloon ruptured. During withdrawal of the balloon and stent, the stent became embedded in the pt at the access site. The ballon was removed from the stent and the pt underwent a cutdown for successful removal of the stent. No further treatment was required at the time and the pt's present condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft was knotted and kinked at the starin relief. Microscopic examination revealed a 1mm tear in the balloon 2mm proximal of the proximal ro marker. Scratches were noted on the balloon surface. It was indicated this device was used to expand another MFR's stent in the vasculature which is not an indicated use of this device. Stent placement may be indicated when it is believed angioplasty alone will not achieve a good result. This device also displayed characteristics consistent with contact with a sharp external source, scratches on the ballon surface. Co believes the above factors may have contributed to this event. Directions for use state: "ballon dilation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...certain sizes of the ballon dilatation catheter are also indicated for deployment of the device and ballon-expandable stents for the biliary system...any use occurs during inflation or if ballon ruptures during dilatation, immediately discontinue the procedure. Deflate the ballon. Do not reinflate and remove carefully."